Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent plastic surgery procedure on (B)(6) 2019 and suture was used. At the moment of knotting and pulling the suture, the thread broke. The procedure was completed with a like device from different lot. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 8/1/2019. H-3 additional evaluation summary: sixteen unopened samples of product code j122, lot al2131 were returned for analysis. The complaint sample was not returned. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed using and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no suture breakage was found and the tested samples met the finished goods requirements.